Event description:
The customer reported the system's computer did not have power involving the coulter lh 750 hematology analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and was wearing gloves and a laboratory coat at the time of the event. Beckman coulter customer technical support (cts) instructed the customer to reconnect the power cable to the computer and perform a complete system reboot. The customer noted the power supply had no power and did not reboot. The customer cleaned and disinfected the spill area and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no impact to patient results. The instrument was not in operation. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Upon arrival, a beckman coulter field service engineer (fse) learned that the waste line from the instrument had come off the drain in the laboratory and waste fluid sprayed the instrument workstation computer and damaged the cables. The fse re-secured the waste line to the floor drain. The fse also noted the compressor unit pressure was low and replaced the affected psi (pounds per square inch) regulator diaphragm and t-valve in the psi lines to resolve the issue. No further system issues were noted. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).